Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, DHR requested - other reasons. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia, treated with emergency medical service/ambulance/emergency room visit, hospitalization: overnight stay. The event involved product(s) unomedical, mmt-1884, unknown reservoir. Troubleshooting was partially performed. It was unknown whether the auto mode feature/smartguard was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unknown reservoir.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 19-dec-2024 in the pump history file. (B)(6)2024 00:02:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:07:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:12:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:27:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:32:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 00:37:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:42:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:47:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:52:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:57:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 19-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 19-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-dec-2024 in the pump history file. (B)(6)2024 08:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 13:49:28.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 21:14:29.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 18:04:32.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 22:34:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 00:40:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 01:03:06.000 batteryremoved (55) (B)(6)2024 01:03:06.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 01:03:28.000 batteryinserted (44) (B)(6)2024 03:12:15.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:22:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 21:43:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 21:53:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.